Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages, arrhythmia alarms) has been confirmed. As received, the electrode belt failed incoming functional testing, specifically a therapy electrode recognition test. The cause for the test failure and the reported messages and alarms was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was receiving frequent "adjust belt" and "check therapy pad" messages and arrhythmia alarms.